Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Fibromyalgia-type joint pain throughout the body [fibromyalgia]. Chronic fatigue [chronic fatigue]. Joint pain [joint pain]. Repeated sick leave [sick leave]. Difficulty concentrating [concentration impairment]. Irritability [irritability]. Sleep difficulties [difficulty sleeping]. Depressive state [depressive state]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 63 days after essure insertion, she experienced fibromyalgia ("fibromyalgia-type joint pain throughout the body"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), sick leave ("repeated sick leave"), disturbance in attention ("difficulty concentrating"), irritability ("irritability"), insomnia ("sleep difficulties") and depression ("depressive state"). On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fibromyalgia, fatigue, arthralgia, sick leave, disturbance in attention, irritability, insomnia and depression had not resolved. No causality assessment was received for essure with regard to fibromyalgia, fatigue, arthralgia, sick leave, disturbance in attention, irritability, insomnia, depression or medical device removal. The reporter commented: date of occurrence: on (B)(6) 2015. Occurrence period: starting in the summer of 2015. Chronic fatigue and joint pain leading to repeated sick leave (including one in 2023 which lasted 7 months. Followed by therapeutic part-time work), laboratory testing and radiological analyses. In terms of mental health, follow-up by a psychologist and then a psychiatrist was necessary, as well as compulsory physiotherapy sessions 2 to 3 times a week. A transcutaneous electrical nerve stimulation (tens) device was purchased on prescription from a rheumatologist. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]; fibromyalgia-type joint pain throughout the body [joint pain]; chronic fatigue [chronic fatigue]; repeated sick leave [sick leave]; difficulty concentrating [concentration impairment]; irritability [irritability]; sleep difficulties [difficulty sleeping]; depressive state [depressive state]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2025. The most recent information was received on 01-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 63 days after essure insertion, she experienced arthralgia ("fibromyalgia-type joint pain throughout the body"), fatigue ("chronic fatigue"), sick leave ("repeated sick leave"), disturbance in attention ("difficulty concentrating"), irritability ("irritability"), insomnia ("sleep difficulties") and depression ("depressive state"). On 27-jan-2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, fatigue, sick leave, disturbance in attention, irritability, insomnia and depression had not resolved. No causality assessment was received for essure with regard to arthralgia, fatigue, sick leave, disturbance in attention, irritability, insomnia, depression or medical device removal. The reporter commented: date of occurrence: (B)(6) 2015. Occurrence period: starting in the summer of 2015 chronic fatigue and joint pain leading to repeated sick leave (including one in 2023 which lasted 7 months followed by therapeutic part-time work), laboratory testing and radiological analyses. In terms of mental health, follow-up by a psychologist and then a psychiatrist was necessary, as well as compulsory physiotherapy sessions 2 to 3 times a week. A transcutaneous electrical nerve stimulation (tens) device was purchased on prescription from a rheumatologist. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): unknown; [laboratory test] (date unknown): unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.